Event description:
Customer reportedly received the following results on the compact system on (B)(6) 2014 within 10 minutes: 250 mg/dl and 98 mg/dl, and on 07/16/2014 customer reportedly received the following results on the compact system within 10 minutes: 301 mg/dl and 140 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired in 2009.